Event description:
It was reported that a motor stall had occurred and it was not know with or without recovery. The pump was to be replaced due to multiple motor stalls. The drugs infused via the pump included hydromorphone (dilaudid) and bupivacaine (marcaine) dose and conc unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).